Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened, should additional data become available.

Event description:
This lead's impedance is high. However, the patient is asymptomatic so this lead will continue to be used. This is all of the available information at this time. Should additional information become available, this event will be updated.